Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 05/12/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The receiver (part number stk-rr-pnk /serial number (B)(4)/lot number 5202818) was returned on (B)(6) 2016. The returned receiver was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was downloaded and, upon review, confirmed the reported event of inaccuracies. A root cause could not be determined.